Event description:
A malfunction alarm was reported, displaying code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any further issues occurred.